Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. Pvi was performed successfully, followed by rhythmia mapping with the intellanav mifi oi catheter. During the mapping procedure, physician noticed that the patient's blood pressure was dropping, so he stopped mapping and performed a transthoracic echocardiogram (tte) to diagnose the patient's cardiac tamponade, then performed tapping to drain the pericardium. The case suspected that transeptal or mapping causes cardiac tamponade. An open heart surgery was performed to "patch up" the hole. Event was resolved and the patient's vital signs were observed to be stable the next morning. Device is not expected to be returned as it got contaminated. It was further reported that a the intellanav mifi oi catheter was used for mapping. Doctor found resistance in left superior pulmonary vein (lspv) plotting with mifi oi. The catheter was located on left atrium at the time the effusion/tamponade was discovered. No ablation had taken place when effusion/tamponade was observed. Also, the hospital name is (B)(6) general hospital.

Manufacturer narrative:
Initial reporter facility name: (B)(6) general hospital. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated content in b5 describe event or problem based on new information received (B)(6) 2024. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. Pvi was performed successfully, followed by rhythmia mapping with the intellanav mifi oi catheter. During the mapping procedure, physician noticed that the patient's blood pressure was dropping, so he stopped mapping and performed a transthoracic echocardiogram (tte) to diagnose the patient's cardiac tamponade, then performed tapping to drain the pericardium. The case suspected that transeptal or mapping causes cardiac tamponade. An open-heart surgery was performed to "patch up" the hole. Event was resolved and the patient's vital signs were observed to be stable the next morning. Device is not expected to be returned as it got contaminated. It was further reported that by the physician that the cardiac tamponade that required additional surgical intervention was caused by either the transseptal puncture or cardiac mapping in the patient's left atrium. The specific location of the hole (i.e., perforation) in the patient's heart was not provided. No further information has been received.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. Pvi was performed successfully, followed by rhythmia mapping with the intellanav mifi oi catheter. During the mapping procedure, physician noticed that the patient's blood pressure was dropping, so he stopped mapping and performed a transthoracic echocardiogram (tte) to diagnose the patient's cardiac tamponade, then performed tapping to drain the pericardium. The case suspected that transeptal or mapping causes cardiac tamponade. An open heart surgery was performed to "patch up" the hole. Event was resolved and the patient's vital signs were observed to be stable the next morning. Device is not expected to be returned as it got contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.